Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent at (atrial tachycardia) ablation procedure that included thermocool smarttouch sf catheter. The patient experienced a stroke (confirmed by MRI after patient did not recover well from anesthesia post procedure). The patient subsequently died. Description of health hazard: death: it was reported that during the case on that date, the physician canceled the transesophageal echocardiogram (tee) before the procedure and did not look ahead of time to check for an effussion. Halfway through the case, though that there was a pericardial effusion after ablation was completed. The caller stated that the case was stopped and eco was called in to confirm that effusion was an old one, written in the notes and the reason for the drop in blood pressure was due to a tachycardia event. The physician stopped the case and they started to wake the patient up but did not wake up much. The patient was kept in observation for the small effusion and there was no growth. No medical intervention was completed on that date. The caller stated being notified that the patient had a stroke [this morning] and expired. Date of death on (B)(6) 2023. The physician's opinion on cause of death: unknown, physician who did the procedure has been on vacation however the lab manager / staff involved with the procedure said that it was likely caused by a clot that was missed because the tee was not performed prior to the case. Patient had a stroke during ablation, this was determined by MRI after patient did not seem to recover from anesthesia well after returning to the nursing floor. Thermocool smarttouch sf catheter was used. Graph, dashboard, vector and vistitag visualization features were used. Impedance drop of 4-5 ohms. All deaths were bwi FDA approved; ce mark devices are involved are reportable.